Manufacturer narrative:
Investigation summary: 1 photos was returned for investigation. The photo shows blood leaking from the flashback chamber. Investigation conclusion: able to confirm the customer experience based on photo returned. End user risk assessment. Severity is severe (s4). Produced quantity: 54000 units, occurrence is occasional (o1). The risk level is determined to be medium. Root cause description: as no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: leakage from the back of the pvc as in previous complaints.